Event description:
It was reported that the right ventricular (rv) lead was removed due to suspected infection. During the rv lead extraction, the superior vena cava (svc) was dissected which resulted in patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.